Event description:
The customer reported that a communication error/generator fail error message displayed on the system.

Manufacturer narrative:
The ge service rep called the customer and attempted to make arrangements for repair. After hours, the call was the only option. The rep spoke with the facility biomed technician and attempted to troubleshoot over the phone, but had to visit the firm to correct the problem. The ge rep arrived at the firm and found symptom of 10520 error upon instant activation of the x-ray. He replaced the kv control board and the unit was repaired. All system operations perform as intended.